Event description:
It was reported that during the implant procedure immediately upon inserting this right ventricular (rv) lead, the physician felt a bending at the proximal lead end. It was alleged the rv lead body had been damaged prior to implant in the packaging. The physician exchanged the lead to resolve the event and the procedure was completely successfully. No adverse patient effects were reported. The rv lead is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that during the implant procedure immediately upon inserting this right ventricular (rv) lead, the physician felt a bending at the proximal lead end. It was alleged the rv lead body had been damaged prior to implant in the packaging. The physician exchanged the lead to resolve the event and the procedure was completely successfully. No adverse patient effects were reported. The rv lead is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the complete lead was returned for analysis. Additionally, a bent stylet was returned in the lead and cuts were observed in the outer lead insulation, both of which are indicative of induced damage during the implant procedure. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any additional abnormalities.

Event description:
It was reported that during the implant procedure immediately upon inserting this right ventricular (rv) lead, the physician felt a bending at the proximal lead end. It was alleged the rv lead body had been damaged prior to implant in the packaging. The physician exchanged the lead to resolve the event and the procedure was completely successfully. No adverse patient effects were reported. The rv lead is expected to be returned for analysis, but has not yet been received.